Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital experiencing syncope with a scalp contusion. The lead exhibited less than 200 ohms impedance. The lead was replaced.